Manufacturer narrative:
The patient began treatment with vancomycin (2.3 grams and given intraperitoneally) (previously reported as 2-3 grams) for peritonitis. Two weeks later, the patient stopped treatment with vancomycin. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient was breathing too close while doing the connections and touch contamination. The event was manifested by abdominal bloating and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (2-3g every three to five days for 14 days) for peritonitis. Two days after admission, the patient was discharged from the hospital. The patient was recovered from this peritonitis event 13 days after onset. Pd therapy remained ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.